Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has reviewed medical records and investigations are pending. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Review of medical records revealed that the pt was admitted to a hosp on (B)(6) 2014, due to confusion and an elevated ammonia level. The pt was diagnosed with hepatic encephalopathy. The pt was discharged on an unk date. As on (B)(6) 2014, the outcome of the diagnosis of hepatic encephalopathy and elevated ammonia levels is unk.